Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and evaluated. There was no indication as to which applier belonged to which lot. Moreover, three needles were received with no implants. Visual observation of the 1st applier revealed the main push rod on the applier is bent. When tested, grey and red trigger work as intended. A sample 27 degree needle was loaded and both implants were deployed successfully. The reported failure cannot be confirmed on the first applier. Visual observation of the 2nd applier revealed the main pusher rod was bent. When tested, the grey trigger was rough to operate and the red trigger worked as intended. When tested with a sample 27 degree needle, the grey trigger would not deploy the first backstop correctly. The complaint can be confirmed on this applier. The device was further opened and checked for any internal wear of components. No anomalies were noted. No anomalies were found with the returned three needles. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. There were no anomalies in assembly of the device from device inspection and the lot review and therefore, a root cause for the user to have experienced this failure. Based on the overall complaint rate for this failure, at this point no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) incomplete. Initial reporter phone: (B)(6). Associated medwatch: mr# 1221934-2018-52911, 1221934-2018-52910, 1221934-2018-52914, 1221934-2018-52915. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported after implanting the first backstops, the second backstop could not be placed behind the meniscus because the nitinol wire was damaged. The problem with the second applicator was that the second backstop could not be placed in shooting position.